Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were malformed and multi feeding of the clips on two devices that were pulled for the procedure. Unk how the case was completed. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Non-functional lockout. Evaluation summary. The er320 instrument a was returned in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing requirements when tested. The lockout mechanism was found to be non-functional. However, no malformed clips or firing issues were noted during evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process. The er320 instrument b was returned in good visual condition. The instrument was cycled, fed, and formed the remaining fourteen clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. No malformed clips or firing issues were noted during evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # f9gu2p. Expiration date: 05/2014. Manufacturing date: 06/2009.